Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 23-dec-2019 and inspection of the unit was performed on 27-dec-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel twisted in bending section, distal tip annual maintenance, air/ water socket cylinder o-ring chipped, air/ water delivery function air mixed with water delivery, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, rubber trim collar nut separate from rubber, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, deflector staycoil, bending rubber, adjusting collar, distal case/cap, angle wire, pivot for control knob, deflector op wire connector cover, body side cover for deflector polyslider, rl lock knob retaining nut cover, rl pulley assy, ud pulley assy. The video duodenoscope is currently awaiting repairs and qc final approval as of 08-jan-2020.